Event description:
It was reported that, "while applying an axsos 3.0 locking 1/3 tubular plate to a tibular fracture the 3.0 torque screwdriver head broke while screwing the screw into the plate. The screwdriver was replaced with the other 30 nontorque screwdriver and the case was continued. This screwdriver tip also broke off while inserting the final screw."

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report. Same patient event as MDR 8031020-2008-00082.